Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9, and h6. Correction to d8 (marked already as yes on the initial medwatch; inadvertently selected yes again but unable to remove selection). Based on the third-party evaluation, a number of functional tests to the device were performed. On the exterior of the device existed unexplained scars, changes in shape, hair prickles, or pinpoints corner. Image connection or the display of an image is not present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the "no image" phenomenon was reproduced however a possible cause for the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had an image noise and no image problem. The issue was found during preparation for use but there was no patient involved. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus. However, the device evaluation was performed by a third party and the customer's allegations were confirmed. The device evaluation found abnormal images and the device had signs of physical damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.